Event description:
Report received of a nurse receiving a "shock" when unplugging the device. It was reported that the nurse pulled the device plug out of the ac outlet and felt "tingling up their arm". No intervention was required for the nurse. The pump was not isolated nor identified by serial number. Though requested, there was no additional info available.